Manufacturer narrative:
(B)(4). The subject rt266 infant dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china via a fisher & paykel (f&p) healthcare field representative, that the inspiratory tubing of an rt266 infant dual heated evaqua2 breathing circuit was found with a crack prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Correction: section d1: brand name has been updated. Section h11: the subject rt266 infant dual heated evaqua2 breathing circuit, was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the photographs and description of events provided by the customer and our knowledge of the product. Results: review of the provided photograph observed that the inspiratory tube of the rt266 infant dual heated evaqua2 breathing circuit had a small hole near the patient end connector, confirming the reported issue. Conclusion: based on the information provided by the customer and without the return of the subject device, we are unable to determine the exact cause of the reported fault. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage before use and replace if damaged. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in china via a fisher & paykel (f&p) healthcare field representative, that the inspiratory tubing of an rt266 infant dual heated evaqua2 breathing circuit was found with a crack prior to patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.